Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 4.0mm x 15mm wolverine cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form at the middle part at 6atm for 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.